Event description:
The following has been reported: biomed reported: "pump makes abnormal noises after powering on then immediately goes into a service needed alarm state. A preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.